Event description:
The problem with the tp500 temp pump is that the motor overheats and melts the plastic post that the pump assembly is mounted on. This makes the pump uneconomical to repair. The entire pump assembly and the housing needs to be replaced. The alert/recall sent to the facility from stryker says "the plug on the product has the u-shaped ground pin and no plastic bridge. It is safe to use and not part of the recall."======================manufacturer response for gaymar t/pump, gaymar t/pump (per site reporter).======================it is safe to use and not part of this recall.